Event description:
Customer reported that stator in tube making loud noises.

Manufacturer narrative:
Gehc service personnel replaced tube. Ran filament calibration. Test: system in all modes. System functions as intended.